Event description:
False data repeatedly leads; device either loses connection entirely or gives false positives of a glucose fall. Most recently, said it was sub-40, finger prick to verify showed 227. Devices, this bad should not be allowed on market when they're informing decisions that affect you and can cause death. Multiple across several years. FDA safety report ID # (B)(4).